Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the catheter dislodged and the patient was not reaching efficacy. The reporter believed tunneling caused the catheter issues. It was stated that the patient¿s device was floating in the pocket and he was feeling a cold and burning sensation. It was noted that fluid was building up around the pump. A catheter revision took place on (B)(6) 2012, where the distal segment (38.1 centimeters untrimmed) was replaced since it was ¿slipping down.¿ the patient was ¿in bed 24/7...tired all the time¿ ever since the replacement and had been taking oral baclofen (20 mg oral baclofen 4x per day). The spasticity was noted as being ¿a little better.¿ the patient still had spasms; not as bad as before the pump, but not as good as before the catheter broke the first time (mfg. Report # 3004209178-2012-03892). It was reported five days later that the patient was ¿fine.¿ the drug being infused was lioresal 500 mcg/ml.